Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had a lead revision because the wire came loose about 8 months ago. The patient was given a new programmer at the hospital when they had the lead replaced but were given the wrong handset version and it does not have the correct app installed. An email was sent to the repair department to replace the handset. Patient was present during the call and mentioned they were needing to use the programmer because they were leaking.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2y6f2, implanted: (B)(6) 2024, product type lead. Product ID hh9021 snm, product type mobile platform. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 31-oct-2025, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.